Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling es balloon catheter and sterling es pouch. The guide wire used in the procedure was not returned for analysis. The shaft and balloon were buckled/bunched-up 0.5 -3.7 cm from the tip. The device presented no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure the catheter became stuck on the guide wire. The 95% stenosed lesion was located in a moderately tortuous popliteal artery. During the procedure a sterling es mr 2mm x 20mm x 143cm balloon catheter became stuck on an unknown guide wire. The procedure was completed with another sterling es balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure the catheter became stuck on the guide wire. The 95% stenosed lesion was located in a moderately tortuous popliteal artery. During the procedure a sterling es mr 2mm x 20mm x 143cm balloon catheter became stuck on an unknown guide wire. The procedure was completed with another sterling es balloon catheter. No patient complications were reported and the patient's status is good.